Manufacturer narrative:
Additional: subsequent follow up information received from the surgery center revealed that the patient's best corrected visual acuity (bcva) had improved and at their (B)(6) 2019 post op visit the patient's bcva was: 20/25 right eye, 20/20 both eyes and stable. The loss of bcva reported was prior to point of refractive stability. Correction: in review, of medwatch 3006695864-2019-00991 and per new information received, this event has been assessed not reportable. There will be no more information provided for mfg reporting no. 3006695864-2019-00991. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loss of best corrected visual acuity (bcva) with right eye 20/40 and left eye 20/60. Patient symptoms were not interfering with daily activities. Bcva on (B)(6) 2019: right eye pre-op 20/20 -6.75 x -2.50 x 11, left eye pre-op 20/25 -7.00 x -1.75 x 158. Bcva on (B)(6) 2019: right eye post-op 20/20 -2.00 x -.75 x 35, left eye post-op 20/20 -2.75 x -.50 x 141.